Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, for the first firing, when the device was approached to the tissue, the green button illuminated but when pressed the green button, it did not turn to flashing green and firing could not be performed. The procedure was completed with another device. There was no patient injury.